Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted due to hydrocephalus in (B)(6) 2017. It was stated the patient was in long-term hospitalization recovery treatment following the implant. In (B)(6) 2018, the patient began to have a ¿ghosting image.¿ the following month, the patient underwent a CT examination that showed no change in their ventricles. The physician indicated that a pressure adjustment was needed to change from 1.0 to 1.5. At the time of the report, the patient was still hospitalized.